Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer was also calling about acquiring a continuous glucose monitoring system. The customer's next of kin reported that the customer got into a car accident not too long ago, due to a low incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. Device received with cracked case at the reservoir tube lip and battery tube threads. Device received with shifted and stained end cap sticker. Device received with minor scratched display window and case.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
It was confirmed that the customer was using the pump at the time of the low incidents.